Event description:
It was reported that there was a partial pocket fill. The health care provider continued to aspirate throughout the procedure to confirm access, 10 cc was able to be aspirated out of the subcutaneous tissue and the pump reservoir appeared empty. During the procedure, the health care provider received clear fluid, but had "somehow" injected drug in the pocket that was observed on top of the pump pocket. The pump was programmed to the minimum rate and transported to the emergency room for observation. When the paramedics departed the health care provider's office, the pt was breathing on her own. The pt had an overdose and lost consciousness. The pt spent the night in the hospital and was extubated the following morning. The drugs used in the pump at the time of the event were hydromorphone, clonidine, and bupivicaine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).